Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user noticed the drip trays were broken off on both aliquoter heads and suspected the aliquots were cross contaminated for 3 patient samples. The three patient samples were run on the p modular analyzer (B)(4) and gave high results. Repeat testing with the primary tube gave results that were different. Sample 1 initial creatinine result was 5.99 mg/dl, repeat result was 0.20 mg/dl; initial potassium result was 5.4 mmol/l, repeat result was 4.5 mmol/l. Sample 2 initial bun result was 144 mg/dl, repeat result was 16 mg/dl; initial creatinine result was 19.64 mg/dl, repeat result was 1.45 mg/dl; initial potassium result was 13.4 mmol/l, repeat result was 4.2 mmol/l. Sample 3 initial bun result was 137 mg/dl, repeat result was 10 mg/dl; initial creatinine result was 18.80 mg/dl, repeat result was 0.50 mg/dl; initial sodium result was 157 mmol/l, repeat result was 127 mmol/l; initial potassium result was 13.3 mmol/l, repeat result was 4.5 mmol/l. Reports were corrected and the doctors were called and informed of the corrected reports. The user was told the doctor was skeptical of the results and didn't perform any treatments and was going to send another tube at a later time. The lot numbers of the bun and creatinine reagents were not provided. The lot numbers of the sodium and potassium electrodes were not provided. The field service representative determined the drip trays on both heads of the aliquoter were not positioned directly below the pipettes and drops from aliquoter pipettes may have been contaminating other samples. He replaced one broken drip tray mechanism and adjusted the other so that they catch the drops from the pipettes. To verify the analyzer operation, he successfully completed a leakage check and observed the analyzer in correct operation.